Manufacturer narrative:
Patient underwent rf ablation on (B)(6) 2024. Surgery mode was disabled. Technical service advised on surgery mode. A rep met with the patient and reported they were able to connect with the ipg. No intervention was needed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional report received indicated manufacturer representative was able to meet the patient and was able to connect the ipg.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Section a4: patient weight is unknown.

Event description:
It was reported the patients ipg became inoperable following an unrelated procedure. Next course of action is undetermined at this time.